Event description:
It was reported that deployment and removal difficulties were encountered. The target lesion was located in an artery in the patient's thigh. The physician advanced a 6x150x130 innova stent to the lesion. The system was "binding" and the stent was only able to deploy 3cm. The system was able to be removed with force. The physician used another of the same device to complete the procedure. No complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an unknown length of a guidewire, 18.5cm of an unknown device and 18mm of the inner shaft of the innova device. A visual examination identified the separated ends of the inner shaft were jagged and stretched, which is consistent with tensile overload. The proximal end of the unknown device was twisted with a guidewire protruding. The reported event could not be confirmed due to the unavailability of the remainder of the innova stent delivery system and stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported the target lesion was "strongly calcified, especially in advance dilated closure with a p3 connected, thin segment." The stent was implanted through tension from the exterior catheter which caught the catheter in the sheath and ruptured the catheter in the sheath. The exterior sheath of the catheter remains stuck even after being removed.